Event description:
It was alleged by the customer that they dropped a patient to the ground while loading the cot into the ambulance. It was alleged that the crew allegedly hooked cot to safety hook and proceeded to retract base manually, however ,the cot allegedly rolled over and missed the safety hook allowing the patient to fall to the ground. This allegedly resulted in a brain bleed and 5 broken ribs for the patient and the operator allegedly sprained their wrist.

Manufacturer narrative:
In response to this alleged event, a visual and functional inspection was performed by the stryker field service representative, it was found that the there was no defect with the unit in regards to the device tip.

Event description:
It was alleged by the customer that they dropped a patient to the ground while loading the cot into the ambulance. It was alleged that the crew allegedly hooked cot to safety hook and proceeded to retract base manually, however the cot allegedly rolled over and missed the safety hook allowing the patient to fall to the ground. This allegedly resulted in a brain bleed and 5 broken ribs for the patient and the operator allegedly sprained their wrist.